Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a kink in the telescope assembly from femoral marker to the proximal end. The telescope assembly was not able to properly pull back, advance, or retract due to the kink in the telescope. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2016-03202 and 2134265-2016-03201. It was reported that automatic pullback failure occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified middle to distal left anterior descending (lad) artery. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled to view the target lesion. During a percutaneous coronary intervention (pci), automatic pullback was performed after the opticross¿ imaging catheter crossed the lesion. Observation and recording were then performed. However, when the lesion was observed using manual pullback, the telescope of opticross¿ imaging catheter was kinked and the device became unable to be pulled back. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as: 2134265-2016-03202 and 2134265-2016-03201. It was reported that automatic pullback failure occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified middle to distal left anterior descending (lad) artery. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a pullback sled to view the target lesion. During a percutaneous coronary intervention (pci), automatic pullback was performed after the opticross imaging catheter crossed the lesion. Observation and recording were then performed. However, when the lesion was observed using manual pullback, the telescope of opticross imaging catheter was kinked and the device became unable to be pulled back. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.